Event description:
It was reported that one of our medical floors had a couple of issues with 14fr foley kits. Safetynet (B)(4) - one issue with the green instillation port came off when they pulled the syringe off. (First photo -lot #unk). They had two issues with kinking in the tubing were found in safetynet (B)(4) (second photo - lot#ngjw3949) and safetynet (B)(4) (no photo - lot#ngjy2342). Fluid could pass slowly through. The staff found the same issue a couple of weeks ago, thought to be a one-off. Per additional information received on mail on 08july2025, it was reported that the customer stated that they do not have the serial numbers, but the lot numbers are there. Patient was a male, weight was 57kg and height was 170cm. There was no impact to the patient due to the device. Foley catheter was removed, and new catheter was placed. Once the instillation port came off, not much troubleshooting they could do.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used latex foley attached to the urine meter with syringe in a bag. Visual inspection of the sample noted that a kink in the middle of the drainage tubing. The labeling is found to be adequate to fulfill s03fa211 revision 26. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: a, d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of our medical floors had a couple of issues with 14fr foley kits. Safetynet#47818- one issue with the green instillation port came off when they pulled the syringe off. (First photo -lot #unk). They had two issues with kinking in the tubing were found in safetynet#47816 (second photo - lot#ngjw3949) and safetynet#47801 (no photo - lot#ngjy2342). Fluid could pass slowly through. The staff found the same issue a couple of weeks ago, thought to be a one-off.